Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2026, this patient underwent open/endovascular treatment and ascending repair with a hemi arch and frozen elephant trunk. A hybrid approach/procedure, open end and endovascular was performed. Dissection. It was reported that a gore® tag® conformable thoracic stent graft with active control system was advanced within a frozen elephant trunk and when the physician went to deploy stage one of the active control and pulled the deployment line, the device did not open at all - 0%. The physician confirmed he used an amplatz wire, that the device was straight and not coiled up to where there's slack within the delivery system. The physician then went on to secondary stage deployment and reported that the deployment line broke near the handle. The physician had the impression it had released ¿ but still no deployment of the graft. Same with the third state of deployment nothing ever opened and so he just removed it and it changed it out with another ctag-ac which deployed without issue. The procedure was concluded with good results and patient outcome.